Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgical delay of 1-2 minutes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon has old style grater handles with a nubbin. He has the new style handles in many of the sets, but the set that still has the "old" style handles caught and ripped his glove today. He has to change his reaming technique as he has to hold the reamer way farther down to avoid the "nubbin" catching his glove but today it didn't work out so well and we ended up having to change gloves and reamer handles mid-operation. I want new handles as the replacement code (B)(4). Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.